Event description:
It was reported that there was an event of lead dislodgment. The dislodged lead was explanted and replaced. The patient status was noted a stable.

Event description:
New information received notes that in addition to the lead dislodgment being confirmed via diagnostic imaging, there was also failure to capture observed.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The device was returned for analysis. As received, a complete lead was returned in one piece with all tines found intact and undamaged. The reported event of failure to capture was not confirmed. Electrical, x-ray and visual examinations of the lead found no anomalies.